Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during impella 5.5 support, the placement signal intermittently appeared to display artifact during patient movement. During these brief periods, the placement signal waveform appeared abnormal; however, outside of these instances, the signal was reported to appear normal. Placement signal, flow, and purge metrics were reported to remain stable and unchanged during the periods of observed artifact. The device continued to provide support during this time. At the time of this report, the patient remains on impella 5.5 support. No signs or symptoms of patient injury or patient harm have been reported in association with this event.